Event description:
It is reported that after rasping the femoral canal, the implant was proud of the calcar approx 6mm relative to position of the trial broach. The surgeon elected to explant femoral prosthesis and counter sink the broach so the stem would seat at the calcar. After removal of the prosthesis, the femoral canal was again rasped and countersunk. The stem was re-implanted and seated to a depth that surgeon found appropriate to restore equal leg length.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore the condition of the components is unk. A definitive root cause cannot be determined with the info provided. Evaluation: the manufacturing records were reviewed and found to be conforming indicating that the devices were manufactured, inspected, and packaged to specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.